Event description:
Surgeon using cautery for laparoscopic procedure, cautery machine misfired - possible hole in insulation. Patient received burn intra-abdominally. Both machine and cautery instrument used were tagged and sent to biomed for evaluation.